Manufacturer narrative:
Title: impact of guidewire route on severe dissection after balloon angioplasty for femoropopliteal chronic total occlusion lesions: an intravascular ultrasound analysis author: takenobu shimada, yuki shima, katsuya miura journal: european journal of vascular and endovascular surgery year: 2021 vol/issue: 61(5) ref: doi: 10.1016/j.ejvs.2021.01.014. Age or date of birth: average age. Sex: majority gender. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study to determine the impact of the guidewire route on severe dissection after balloon angioplasty for femoropopliteal chronic total occlusion (cto) lesions using a new intravascular ultrasound (ivus) assessed classification scheme corresponding to a conventional angiographic classification scheme. Images for 21 femoropopliteal cto lesions (21 limbs (21 lesions, 19 patients) treated endovascularly where images were obtained both after guidewire passage and after balloon angioplasty were used for analysis. During the interventional procedures performed, medtronic¿s inpact admiral drug coated balloon was used. Stent implantation using a non-medtronic device was performed only in lesions with flow limiting dissection angiographically at the operator¿s discretion. Dissection is reported to have occurred. Ivus assessed type d or greater was correlated with angiographically severe dissection. Stent implantation is reported in 33.3% of the population to treat dissection. A full cover stent was implanted in 1 case, and spot stent in 6 cases. Of the types of stents implanted, 4 bare nitinol stents were implanted and 4 drug eluting stents.